Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Unit passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
Customer reported an issue with the infusion set. Customer stated that they are priming, however do not see any drops at the end of the tubing. Customer reported a no delivery alarm as well as a button error alarm during manual prime. Customer's current blood glucose reading is 193 mg/dl. No further information reported.